Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: 3.0x12 mm nc trek. Guide wire: runthrough. (B)(4). The device was not returned for evaluation and there was no reported device malfunction. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that during the procedure to treat a de novo lesion in the mid left circumflex artery with mild tortuosity and mild calcification, pre-dilatation was performed with a 2.0x10 mm non-abbott balloon catheter. A 2.75x18 mm xience prime stent delivery system was advanced and the stent was deployed. A 3.0x12 mm nc trek balloon dilatation catheter was used for post-dilatation of the stent. After post-dilatation was performed, an edge dissection was noted at the proximal edge of the stent. A 3.0x23 mm xience prime stent was implanted to cover the dissection and the ostium. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.